Event description:
During an interventional procedure, a physician who was assisting another physician noticed the 6f arterial sheath's sidearm fell off. Since there was a wire still in the sheath, there was a limited amount of blood back-up. The physician exchanged the sheath out for another one. After the procedure, the registered cardiovascular interventional specialist (rcis) was cleaning up the leg. The right leg started to bleed profusely. The rcis applied pressure and held until she noticed the sidearm of the sheath had fallen out again. The physician exchanged the sheath out again, and the other physician was made aware. Cbc, type and screen was drawn and sent to the lab. The sheaths with the same lot numbers were pulled.